Event description:
The customer reported to olympus that while using the video system center, the endoscopy camera connector had a bad contact; this resulted in a noisy image or no/intermittent image issue. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the device evaluation: the device was evaluated on-site by an olympus field service engineer. The intermittent image issue was confirmed, and the front connector was replaced. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.